Event description:
It was reported that device diagnostics resulted in high impedance (>= 10,000 ohms). The patient was referred for surgery. The patient underwent lead replacement. It was reported that the explanted device was discarded; therefore, no product analysis can be performed. No additional relevant information has been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.